Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). I used two of these (one yesterday, one today), followed the instructions to the absolute letter, both said negative. But I went to the doctor anyway and I tested positive! Less than 12 hours after the second test clearly showed a negative result. Junk! This could end up hurting someone who thinks they're negative.